Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. They were unable to perform the rewind, basic occlusion, occlusion, prime/compromised force sensor resistor, excessive no delivery alarm and displacement tests due to blank display. They were unable to verify the battery out limit due to the blank display. The pump had minor scratched lcd window, cracked display window corners, cracked reservoir tube lip and watchdog alarm due to the moisture damage. There was no vibrating noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 293 mg/dl at the time of incident. The customer's mother stated that her daughter went swimming with the pump on. Her blood glucose was high and they were able to treat using the pump. She stated that the display went blank immediately and there was a constant tone. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.